Manufacturer narrative:
Corrected data - approximate age of device ¿ 6 months, 13 days (calculated based on the date that lvad support was discontinued on (B)(6) 2017). Based on the additional clarification from the user facility, the event reported under this medwatch has been determined by the manufacturer to be a duplicate to the event reported under MFR medwatch # 2916596-2017-02689. A direct correlation between device and the reported event could not conclusively be established through this evaluation. Information provided by the user facility indicated that lvad support was discontinued on (B)(6) 2017 and there was no pump exchange. The pump had remained in-situ but turned off until being explanted on (B)(6) 2018. The explanted device was returned and evaluated by the manufacturer related to the event reported under MFR medwatch # 2916596-2017-02689. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information and correction to the initial reported event: upon further clarification from the vad coordinator, there was no pump exchange performed. On (B)(6) 2018, the patient was transferred to another lvad implanting center for further evaluation where the device (which had remained in-situ and off for approximately 11.5 weeks) was explanted on (B)(6) 2018. A re-do sternotomy for cardiac operation was also performed during the explant procedure and support with a percutaneous left ventricular assist device another manufacturer was initiated. Of note, the patient had a history of multiple muscle flap surgeries. The patient subsequently expired on (B)(6) 2018; two days after the procedure.

Manufacturer narrative:
The referenced thrombus and pump exchange was reported under medwatch MFR report # 2916596-2017-02689. The serial number of the pump implanted at the time of the patient¿s expiration was not provided. Therefore, the brand name, catalog number, serial number, expiration date, unique identifier (UDI), and manufacture date are unknown. The implant date was not provided. The event was initially reported by the patient¿s initial implanting center, (B)(6). The patient had transferred to florida hospital for pump exchange and subsequently expired there. Approximate age of device ¿ 2 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2018 due to shock. The patient had partial thrombosis of the outflow cannula but was not considered a surgical candidate for pump exchange at ochsner due to high risk of mortality. The patient was transferred to (B)(6) hospital on (B)(6) 2018 for evaluation. The pump exchange occurred on an unspecified date. The patient subsequently expired approximately 2 days post pump exchange.